Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm peek multifunction handle, it was confirmed that the insulation was compromised in the form of dents, dings and deep scratches noticed throughout the shaft of the device. Also, it was noticed that this unit could have possibly been repaired by a third party in the past. The 5mm peek multifunction handle is missing etching at the proximal end of the shaft, which consist of lot number, ce mark, us pat no and reference. The 5mm peek multifunction handle passed the insulation integrity test. However, IFU 10000401070 states, "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life-threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root cause/s could be normal wear or user mishandling, as result of dings and scratches noticed throughout the shaft, or due to a possible 3rd party repair. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.